Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, bleeding has occurred. A 2.75x12mm taxus express2 drug eluting stent was deployed. Post the stent implantation and anti-platelet usage, the patient has been experiencing "bleeding everywhere". The patient reported experienced "bruising on her arms, under the skin, and in her stool". It was further reported by the physician, that he does not believe the patients symptoms are being caused by the taxus express2 stent. He attributes the symptoms to be caused by the anti-platelet therapy.

Manufacturer narrative:
(B) (4)

Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, bleeding has occurred. A 2.75x12mm taxus express2 drug eluting stent was deployed. Post the stent implantation and anti-platelet usage, the pt has been experiencing "bleeding everywhere". The pt reported experienced "bruising on her arms, under the skin, and in her stool".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.